Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While the patient was admitted the device was interrogated and revealed that the device had entered backup vvi (bvvi) mode. Technical support (ts) was contacted immediately and the device was reprogrammed to resolve the bvvi. The patient was connected to merlin.net for remote monitoring and was discharged. One day after discharge, the device entered bvvi mode again. Ts was contacted and the device was reprogrammed to resolve the bvvi. The following day while the patient was at the hospital, the device entered bvvi for the third time and the firmware was downloaded to resolve the event. On october 29, the device entered bvvi for the fourth time. Engineering was contacted to assist in providing a resolution for the bvvi mode. Additional reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored. Patient has not undergone magnetic resonance imaging (MRI) nor been close to any strong magnetic field.

Manufacturer narrative:
The device was received for evaluation. The reported event of repeated device resets resulting in bvvi operation was confirmed to be due to a memory failure in the spin buffer region of the xena sram. Programming was suggested to disable stored electrogram (egm) collection and spin buffer access thus prevent access to the faulty memory location. The device is functioning normally except for the inability to store event triggered electrograms.